Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to uncontrollable bleeding post sensor insertion. Customer's blood glucose levels at the time of hospitalization 73 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The customer stated that their blood vessel was cauterized to stop the bleeding. The customer's blood glucose level at the time of the call 80 mg/dl. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.